Event description:
It was reported that a large volume infusor over infused. The device was filled with an expected flow rate of 229 ml/46 hr. The device actually flowed at a rate of 229 ml/16 hr. The infusor was filled with 159 ml of saline and 70 ml of 50fu. The temperature and the head height are unknown. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and functionally tested for flow-rate. The flow rate was found to be within an acceptable range. The reported problem was not confirmed and the root cause could not be identified.